Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production for ncmr, reworks, or deviations: (3331/213/67) the device history records review concluded that there were ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period (B)(6) 2019 to (B)(6) 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information.

Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. They had completed dissection and had switched over to branch ligation. Successfully took 2 branches using the hpii device, then on the third branch was unable to apply energy--the hpii simply would not turn on when they applied the toggle. The device worked after "fiddling" with the connections. They said the hpii refused to work about two more times during the case, and "fiddling" with the connections again made it work. Case was completed with same device.